Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the atrial fibrillation ablation procedure, it was noted that, after the tacticath se ablation catheter was connected to the tactisys and ensite x system, an error message was displayed: "this is a single use device and cannot be used again". It was also noted that the contact force information from the catheter would not display and that the catheter could not be used. The tactisys and ampere generator were turned on and off and the tacticath se was reconnected, but the issue persisted. The tacticath se was replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.